Event description:
An unused speedband superview super 7 multiple band ligator was returned to boston scientific corporation for evaluation. The returned device was returned because it is from the same lot at the speedband superview super 7 multiple band ligator identified in manufacturer report# 3005099803-2009-00516. The analysis of the unused returned device was found to be consistent with details of the previously reported event, therefore, the analysis findings have been determined to be reportable. There had been no pt associated with this device.

Manufacturer narrative:
(B) (4): (sample only). The returned device was received in the original open tray with lid and label. No residue was observed on the returned components to indicate use. All of the bands were fired manually using the returned ligator and all bands fired easily. Both sides of the bands were inspected for defects. Cracks were identified in 4 of 7 bands. It is likely that the cracks in the bands weaken the bands and can lead to band breakage. The root cause has been determined to be supplier manufacture. A review of the device history record for lot 11869367 revealed no issues that could be associated with this incident. A lot history search was performed and found no other complaints have been recorded from this lot. (B) (4).